Manufacturer narrative:
This report is being filed to provide additional information in b.6.investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in corrected information is provided in investigation: the run data file (rdf) was analyzed for this event.root cause: a definitive root cause for the observed leukoreduction failure remainsundetermined at this time.alerts that could contribute to wbc contamination of the platelet product, such as ¿centrifugepressure high¿ or ¿rbc spillover¿, were not generated in the run data file analyzed. As the rbcdetector cannot count the cells passing by, in order to generate a ¿potential wbc contaminationdetected¿ message, the rbc detector signals must see a significant change in the reflectancevalues. In this case, rbc detector reflectance signals did not indicate that wbcs were escapingthe lrs chamber. Therefore, the run data file reported that the platelet product could be labeledas leukoreduced.run data file analysis showed that frequent ¿draw pressure too low¿ alerts were generated duringthis procedure. While the trima accel system is typically robust against numerous flow alerts, it ispossible that the high number of alerts that occurred throughout the procedure could havedisrupted the steady-state of the system and contributed to the higher-than-expected wbccontent in the platelet product.based on the available information, it is also possible that this leukoreduction failure may be donorrelated.

Manufacturer narrative:
Investigation : the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit#: (B)(6) the platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.